Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 610 mg/dl. Customer gave a manual injection and went to the emergency room (ER) where customer was treated with an additional manual injection. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. Reportedly, the customer was released from the ER 2 hours later with the issue resolved and no permanent damage. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.